Event description:
I have had type 1 diabetes for 60 years and overall have maintained control of my blood sugars. Due to a defective retainer ring on medtronic 670g insulin pump, on (B)(6) 2021 I went into ketoacidosis. The pump failed to deliver correct dosages of insulin. Disoriented, I ended up in ICU for 7 days. This was a life threatening event. FDA safety report ID# (B)(4).